Event description:
It was reported that the lead dislodged and was replaced.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose results generated by the unicel dxc 800 synchron clinical systems for two patients. The elevated results were noticed by the laboratorian and the specimens were re-tested. Rerun of the original samples yielded lower results and were reported out of the lab. It is unknown if patient treatment was affected, but erroneous results were not reported out of the lab.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.